Manufacturer narrative:
Analysis: it was reported that the patient was deceased due to cardiac perforation. The device was returned following a patient death. The device was above elective replacement indicator (eri) and an ate test was performed. The device passed all ate tests and showed no abnormal device function. Correction - b5- change in the year from 2021 to 2022. Related manufacturer reference number: 2017865-2022-03419; related manufacturer reference number: 2017865-2022-03420; related manufacturer reference number: 2017865-2022-03421.

Event description:
Related manufacturer reference number: 2017865-2022-03419, related manufacturer reference number: 2017865-2022-03420, related manufacturer reference number: 2017865-2022-03421.

Event description:
Related manufacturer reference number: 2017865-2021-03419. Related manufacturer reference number: 2017865-2021-03420. Related manufacturer reference number: 2017865-2021-03421. It was reported that the patient presented to the hospital on (B)(6) 2022 due to infection. Upon examination, it was noted that the implantable cardioverter defibrillator (ICD), the right atrial (ra) lead, the right ventricular (rv) lead and the capped rv lead were suspected of infection. Physician decided to explant ICD and the leads. During the explant procedure, the rv lead perforated the right ventricle. Physician stated that removal of cardiac system resulted in patient passing. The patient died on (B)(6) 2022.